Event description:
Additional information has been received: it was reported that the patient has not returned for follow up.

Manufacturer narrative:
Evaluation, results: inherent risk of procedure (endoleak), (cause of event is unknown). Evaluation, conclusions: (cause of event is unknown).

Event description:
An aneurx abdominal stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm approximately 8 years ago. Aneurysm and vessel morphology from the time of implant are unknown. Currently the abdominal aortic aneurysm is 10 cm in diameter. There was no tortuosity or calcification in the iliac arteries. It was reported that a recent CT demonstrated that there was aneurysm expansion; however, there was no stent graft migration or endoleaks present, there is a possible type v endoleak. The physician elected to implant a talent converter and occluder device. The patient will be monitored by the physician to see if there was any change in the aneurysm diameter. No clinical sequelae were reported, and the patient is fine.